Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient was seen at three months post lasek treatment and noted irregular cornea and poor uncorrected visual acuity of the right eye. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event:. The laser was successfully verified prior to and after the day of the treatment. Review of customer provided topographies, pre- and post-op, indicated a very significant asymmetrical ablation towards the superior-nasal position, potentially resulting in the reported poor visual acuity, and subjective refraction post-op. Potential causes may be related to incorrect patient fixation, remaining fluid, or epithelial tissue on the stroma before ablation. The root cause could not be determined conclusively. (B)(4).